Event description:
It was reported that patient complains of rash and hive, patient has seen allergists and all say not related to implants, but patient is still getting hives and rashes.

Manufacturer narrative:
The following other hip devices were also listed in this report: accolade tmzf hip stem #2, cat# 6020-0230, lot# 35863302; trident 0deg x3 insert 36mm ID, cat# 623-00-36e, lot# mkr494; v40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# mlj8m7; 6.5 cancellous bone screw 25mm. Cat# 2030-6525-1, lot# mljde1; acetabular dome hole plug, cat# 2060-0000-1, lot# mlht1n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's rash and hive. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.